Event description:
The user facility reported a 69-year-old male in post cardiotomy cardiogenic shock/low cardiac output syndromewas implanted with an impella 5.5 device for mechanical circulatory support. During insertion of the impella 5.5 the physicians felt resistance while the pump wire was navigated through the patient's anastomosis. Despite using multiple attempts to advance the pump, the impella would not advance and the decision was made to remove the impella 5.5 and use a different wire. Unfortunately, various wires and techniques were used and the pump continued to encounter resistance at the innominate ostium/aorta junction. After numerous failed attempts of implanting the pump, the decision was made to remove impella 5.5 from the patient, due to the patient's anatomy. No patient harm reported.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.